Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the agent present during the surgery understood there was a problem when the surgeon inserted the stem (implant), it seemed to not fit properly , the stem was not progressing as expected, he removed it and saw it was in fact a size 12 that has been packaged in an implant box size 11. There was no averse event due to the delayed. The initial indication for patient's tsa was shoulder arthritis secondary to rotator cuff tear. Photo received. The device will be return.

Manufacturer narrative:
H3: based on the available information review, there is no definitive root cause identified. The available data, reviewed in (B)(4), demonstrates that the implants themselves and the packaging and labeling were processed appropriately. The most probable place of a product mix-up is at the order pulling stage for these products in the packaging department, although cannot be definitively determined.

Manufacturer narrative:
H3: based on the available information review, there is no definitive root cause identified. The available data demonstrates that the implants themselves and the packaging and labeling were processed appropriately. It is possible that a product mix-up occurred at the order pulling stage for these products during the packaging step, although this cannot be definitively determined. No further mislabeled products within related lot numbers/work orders were found and therefore there is no indication of further devices being impacted. H6: health effect - clinical code, medical device problem code, investigation finding, investigation conclusion.